Event description:
On 7/2/97 the technologist (end user of the device) was setting up the au2 system prior to beginning a pt study. In its mobile configuration the system is typically transported with the rgb monitor removed. As the monitor was being placed back into position the ferno model 288 cart on which the system was installed tipped back causing the au2 system to fall onto the technologist. The technologist was struck just above the left knee resulting in injury to the left leg. On 7/16/97 an on-site evaluation was performed by a biosound esaote field service engineer. The engineer determined the mobile cart had been incorrectly assembled at the time of installation. This resulted in the weight of the au2 being unevenly distributed to the rear of the cart giving it a tendency to tip backward. The engineer corrected the assembly error.